Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-13584 addresses the leveen coaccess electrode, and manufacturer report#3005099803-2013-13585 addresses the rf3000 radiofrequency generator. It was reported to boston scientific corporation on (B)(6) 2013 that a leveen coaccess electrode and a rf3000 radiofrequency generator were used during a hepatic radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, the patient's abdomen was ¿opened¿ prior to any ablation attempts. The physician decided to ablate the liver lesion using the leveen coaccess electrode. During the procedure, the rf3000 generator indicated that roll-off was occurring, but the surgeons could not visually see the tissue being ablated. It was reported that the procedure was not completed via ablation with the electrode; instead, a different (¿conservative¿) treatment option was chosen. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The generator has been tested after the procedure, and the generator passed the tests.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.